Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer has had some high and low blood glucose readings with the insulin pump. Customer had blood glucose in the 400-600's mg/dl earlier. Caller stated that he completes crashes in the 40's mg/dl. Caller stated that the lows have been hard to bring up. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer's current blood glucose is 367 mg/dl. Customer had symptoms of high blood glucose such as urination, irritation, headaches, and thirst. Caller reported that they have contacted their health care professional regarding their unexplained high blood glucose. Troubleshooting was performed and customer verified that the basal rates were programmed correctly. Customer performed the high pressure test and self test and the pump passed. Customer was advised to do a complete set change.